Event description:
It was reported that analysis was requested for the patient's system controller download. The patient's black battery cord was alarming with "connect power" message. The patient presented to a nearby emergency department and unfortunately had a cardiac arrest during care flight. Log files were sent for review from the patient's original system controller and the spare system controller that the patient was switched onto. Log files captured odd strings of power cable disconnects on (B)(6) 2025. The event log file also captured low flow flags and alarms on 15apr2025 between 5:17:28 & 5:18:00. The pump was operating as intended & did not appear to have contributed to the cardiac arrest. For the new system controller, the periodic log file contained 4 lines of data, and it appeared normal with no alarms. The event log showed that the patient was connected to this system controller on 15apr2025 around 7:07:37. The pump began operating at the speed of 5400 rpm within a few seconds of the driveline being connected to the system controller. The mechanical circulatory support (mcs) equipment continued to operate as intended for the remainder of the log file and there were no alarms. It was noted near the end of the log file that there was a drop in flow with an increase in pulsatility index (pi). It was unknown what happened at the time of the low flow as the patient was still at an outside hospital. The patient was extubated and neurointact. Ventricular assist device (vad) parameters were stable per interprofessional team. The cause of the cardiac arrest was undetermined, but the site's opinion was that it was not ventricular assist device (vad) related. The patient received narcan, fluid resuscitation, defibrillator shock, and a system controller exchange as treatment. The patient was discharged in stable condition as of (B)(6) 2025.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had supraventricular tachycardia. The patient experienced palpitations and then pulseless electrical activity arrest. The patient received shock and advanced cardiac life support (acls).the arrhythmia resulted in clinical compromise. The patient did have a history of arrhythmia pre-lvad. The arrhythmia in this event was not thought to be device or therapy related. The arrhythmia was resolved and the patient was stable outpatient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported arrhythmia could not be conclusively established through this evaluation. Additionally, the submitted log files confirmed the low flow alarms. A specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log files collectively contained relevant from 15apr2025. A transient low flow hazard alarm was captured. The files also contained events consistent with the reported controller exchange. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 lvas. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.